Event description:
Customer alleged a clean break on the caster weld. No injury alleged.

Manufacturer narrative:
(B)(4). RMA (B)(4) has been initiated for this issue. Model 3gtqse, serial number/date code (B)(4) is approximately 5 years 3 months old. The owner's manual part number 1143151 rev c (feb-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. Invacare representative alleges that the caster weld on the 3gtqse power chair broke off clean. The patient allegedly was not injured. A RMA has been issued and the product is to be returned to invacare for an inspection and evaluation.